Event description:
Reporter alleged blood glucose measured high for a couple of weeks and on 1 occasion glucose tested greater than 300 mg/dl so customer took 3 extra oral glucose medications and went to the hosp. It was stated the customers' meter read 285 mg/dl compared to the hosp result of 70 mg/dl when testing was performed at the same time. No other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.